Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant procedure the right ventricular (rv) lead was found to exhibit rising/high thresholds with non-capture. The lead could not be extracted and was therefore connected to the right atrial port of the implantable pulse generator (ipg) and a replacement rv lead was placed. The lead connected to the ra port was inactivated. No patient complications have been reported as a result of this event.